Manufacturer narrative:
Investigation of returned suspect clamp finds that the reported problem was confirmed. The female hex part of the screw was found to be striped out. The reported issue was confirmed to be caused my physical damage to the screw head. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 medium clamp shipped to site 12/02/2016. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported that their suretrak2 medium clamp had a damaged screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.